Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customers blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin.